Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a merlin.net transmission showed non-sustained lead noise due to post-paced t-wave oversensing on the ventricular channel. Far field r-wave oversensing on the atrial channel was also observed. The oversensing resulted in intermittent inhibition of pacing. As a result the patient experienced bradycardia and discomfort. The device was reprogrammed and remains implanted.